Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer experienced low blood glucose (33-55 mg/dl) resulting in a car accident. Emergency medical technicians administered two glucagon shots and placed gel in the customers mouth to treat low bg. Customer was not transported to the emergency room and was not hospitalized. No additional patient or event information was available. A root cause could not be determined. Customer declined replacement sensor.